Event description:
It was reported from a 47 yo patient, initial bilateral knees implanted, left side in (B)(6)2019 and right in (B)(6) 2019, that the right side has been scheduled for revision. Compensation was requested. T hey indicated the bilateral replacement in 2019 was a lengthy and painful process. That they experienced problems with the surgery, including swelling and fluid build up in their knees, causing occasional pain over the past 4 years. Recently their right knee has become increasingly painful, prompting them to seek medical attention. The patient stated that due to the failed parts, that at age 47, they get around like they are 97 years old. The patient additionally stated that the faulty and toxic devices have caused significant pain, suffering, and financial losses due to their inability to work. At 46 years old, they¿ve been left with severely damaged legs, rendering them a cripple. No further information. This is 1 of 2 reports. This report is for the left side. Right side revision reported under MDR#1038671-2025-01862.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-010-01-0250 - lgc femoral ps cem left sz 5 (B)(6) 02-012-35-5009 - lgc tibia ps mod insrt sz 5 9mm (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (B)(6) 200-02-32 - three peg patella 32mm (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) a10012 - gps implant kit v2. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - the reason for the reported pain and swelling cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, or patient-related factors. However, device failure and potential contributions of user and additional patient-related considerations to the event could not be assessed as the devices have not been revised and relevant clinical information were not provided. H6 the following sections were corrected: h6 - 4118, 3233, 11 codes no longer apply. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.